Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a cartridge did not fit onto the pump. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 110 units of insulin during the load sequence. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 366 mg/dl.